Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is included in the field advisory for this model. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. Other: reported by patient's wife that lead fractured. Company rep reported lead fracture and stated that during the lazer lead extraction procedure, the patient's blood pressure dropped. Due to suspected perforation, patient was rushed to the or for surgery and chest opened. Later determined there was no brain activity and patient died. An attorney has alleged that a "defective" lead was removed, causing serious complications that led to the patient's death. A 3500a was received further reporting lead resistance had increased from 50 to 200 ohms. Extraction of lead complicated by tear medially and laterally in svc as entered ra. Tamponade developed requiring the emergency surgery where it was found there was significant fibrosis length of lead which also appeared to be imbedded in wall of svc/ra junction. Patient cause of death anoxic encephalopathy secondary to severe blood loss. Life support withdrawn 2nd day post op and patient died. No conclusion can be drawn; impedance, high, lead(s), fracture of, defective device.

Event description:
Reported by patient's wife that lead fractured. Company rep reported lead fracture and stated that during the lazer lead extraction procedure, the patient's blood pressure dropped. Due to suspected perforation, patient was rushed to the or for surgery and chest opened. Later determined there was no brain activity and patient died. An attorney has alleged that a "defective" lead was removed, causing serious complications that led to the patient's death. A 3500a was received further reporting lead resistance had increased from 50 to 200 ohms. Extraction of lead complicated by tear medially and laterally in svc as entered ra. Tamponade developed requiring the emergency surgery where it was found there was significant fibrosis length of lead which also appeared to be imbedded in wall of svc/ra junction. Patient cause of death anoxic encephalopathy secondary to severe blood loss. Life support withdrawn 2nd day post op and patient died.